Manufacturer narrative:
The complaint was received by manufacturer and, after analysis, new informations were obtained. A follow-up is being sent to correct these informations according to the evaluation made. Follow-up is being sent to correct information in field d7 explanted date. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form, visual conference of the product returned by the dentist and the evaluation of relevant production records.

Event description:
The clinician reported that on the day of attempted placement of the dental implant in the mouth, the implant did not achieve primary stability. Another implant was not successfully placed in the same site on the same day. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The information provided in this report was based on information given by the dentist in neodent¿s products warranty form that was recorded in the system that is used by both the manufacturer and the subsidiary. The original complaint and the product were received by the subsidiary and did not arrive in the manufacturer yet. When this happens, a new evaluation of the complaint will be carried out and, if necessary, a new follow-up report will be send.

Event description:
The clinician reported that on the day of attempted placement of the dental implant in the mouth, the implant did not achieve primary stability. Another implant was not successfully placed in the same site on the same day. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that on the day of attempted placement of the dental implant in the mouth, the implant did not achieve primary stability. Another implant was not successfully placed in the same site on the same day. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.